Event description:
It was reported that the guidewire failed to advance through the left ventricular (lv) lead. The lv lead was not used, and a new lead was implanted. The patient was stable.

Manufacturer narrative:
Device evaluation: the reported event of guide wire would not advance through the lead was confirmed. As received a complete lead was returned in one piece. Visual examination found damaged inner coil at the s-curve region, consistent with procedural damage. During testing, the guidewire was obstructed at the distal region of the lead due to deformation of the inner coil. The cause of the reported event was isolated to damage of the inner coil. Correction section g2: missed entry for "distributor" updated.